Event description:
I had the essure devices put in place about 6 wks before the event. I had pain in both sides from the time they were placed. Two weeks after, I began to notice pain was more specific to my left side. As a couple more weeks went by this pain became much more intense. I was on a vacation with my family and they noticed that I could barely walk and spent most of the trip in bed in a massive amount of pain. After we returned home, I could no longer handle the pain so I scheduled an appt with my ob the next day. When I got there I could barely walk. I was taken into the ultrasound room. Seconds later, the tech was calling in the dr. I have a huge mass on my left side. They had no idea at that time what had caused it. I was taken to another room. Bent over and crying from pain I've had 3 kids, 2 natural and this hurt way more, the dr came in and told me I was to go immediately to the ER for emergency abdominal surgery. My whole stomach had to be cut open. While waiting for surgery sitting there not having a clue what was going on and having to tell my children and family goodbye before surgery not knowing what was going to happen in there and the worst feeling I have ever had in my life. After surgery, the dr told me that I had a huge fluid filled mass and it was a massive infection. I spent 5 days in the hosp in extreme pain and being pumped full of antibiotics because a tiny little coil had caused a tear in my tube. I lost my left ovary and tube. I could not pick up my children for nearly 3 months. Which was hard since my youngest had not even turned (B)(6). I still face daily pain, cramps, and huge hormonal problems. The loss of an ovary has really caused me problems. If anything goes wrong with the coil in my right tube I run the risk of losing my last ovary, then would be on hrt at (B)(6). I have talked to many women who have had problems with these devices. Although mine is a more extreme case I felt that women are being terribly misinformed about this procedure. That the risks are not stressed enough and that women are having serious problems with these devices. This complaint is my first step towards a lawsuit against essure for what has happened to me and all the pain myself and my family had to endure. My parents had my 3 children for more than 2 weeks while I recovered, my (B)(6) had never been away from me and my (B)(6) only once it was extremely hard for them. My husband missed over a week of work to be at my bedside at the hosp and care for me when I was released. Dates of use: (B)(6) 2010 - (B)(6) 2011; one remains on right side.